Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump has been alarming replace battery now without giving a low battery alert. The customer's blood glucose at the time of the call was 112 mg/dl. The customer is not using previously used batteries and the pump was not dropped. The battery cap was not loose, cracked or damaged. The customer stated this happened a few weeks ago, and it may have happened more than once. The customer had to go, and could not continue troubleshooting. The pump was not returned for analysis.